Event description:
It was reported the distal tip of this 0.018 guidewire detached subcutaneously during placement of a peripherally inserted central catheter. No retrieval attempts were made. The procedure was successfully completed with another unit. The pt's condition is good and no pt sequelae resulted from this event. The device is not available for evaluation. Therefore, no failure analysis will be available. Follow-up could not confirm if resistance was encountered during this procedure or if the guidewire was withdrawn through an entry needle. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the guidewire should not be withdrawn through the entry needle. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire."